Event description:
Manufacturer rec'd a report from an attorney alleging that a consumer sustained injuries due to a fall from a "defective lift". The incident occurred while the mother was assisting pt. As a result of the incident, the consumer sustained fractures ribs and minor internal bleeding.